Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was walking from her neighbor back to her apartment when she fell. Her neighbor helped her in, she laid down and said she was fine but then she became unconscious. Another neighbor came to help wake her up and they called the ambulance. The customer was taken to the hospital; they did a cat scan and checked her heart but could not determine the cause of the fainting. Blood glucose was 97 mg/dl when she woke up. Last blood glucose reading that day was 131 mg/dl and she has been stable since. The customer stated she does not believe the incident was related to an insulin pump malfunction. She has had some personal issues and she might have forgotten to eat.